Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in rv pace impedance measurements and was now greater than 3,000 ohms. There was no evidence of noise at this time, rv threshold was 1.1v @ 1ms, and sensing was fine. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in rv pace impedance measurements and was now greater than 3,000 ohms. There was no evidence of noise at this time, rv threshold was 1.1v @ 1ms, and sensing was fine. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead continued to exhibit out-of-range pace impedance measurements. Rv sensing was 10.1mv and the rv threshold measurement was 1.3@1ms. This rv lead remains in service. No adverse patient effects were reported.